Event description:
The zoll was used during a code blue. After a shock was delivered to the patient, there was slight smoking from the pads. Subsequent testing at the reporting facility could not reproduce the reported issue. The description of the issue said the smoke was coming from the pads, not the defib itself.